Event description:
The recipient reportedly experienced difficulty during initial insertion and a tympanotomy was done. Surgery time was extended. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.